Event description:
This report now summarizes 81 malfunction event(s), instead of 83.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 1 device: bearings/mechanical problem identified 1 device that was pending was evaluated and it was determined the device experienced loose/wobbly, but still operates properly, which is not reportable. 1 device that was pending was evaluated and it was determined the incorrect serial number was reported. The reported device did not have a malfunction. 2 devices are still pending evaluation.

Event description:
This report now summarizes 80 malfunction event(s), instead of 81.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: belt/wear problem. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results): 1 device: appropriate term/code not available/no findings available initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of events summarized have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 78 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 4 devices: caster / deformation problem. 1 device: belt / deformation problem. 2 devices: chassis/frame / deformation problem. 1 device: belt; chassis/frame / deformation problem; device migration. 1 device: rod/shaft; weld / deformation problem; mechanical problem identified. 11 devices: belt / device migration. 2 devices: translational motion component / device migration. 1 device: caster / device migration. 1 device: chassis/frame / device migration. 2 devices: belt / device migration; mechanical problem identified. 2 devices: belt / device migration; wear problem. 34 devices: belt / mechanical problem identified. 1 device: translational motion component / mechanical problem identified. 1 device: caster; chassis/frame / mechanical problem identified. 2 devices: belt; translational motion component / mechanical problem identified. 1 device: belt; caster / mechanical problem identified; wear problem. 10 devices: belt / wear problem. 1 device: belt / dust or dirt problem identified. 5 devices are pending evaluation. Evaluation results findings (components/results). 5 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 83 malfunction event(s), where it was reported the device experienced difficult to maneuver unit which does not result in a tip. There was 1 event with patient involvement; the patient experienced pain.